Manufacturer narrative:
The surgeon is not concerned with the pvs valve for this case and is not providing any further information and the valve is not available for return. This case will be closed at this time and can be re-visited if further information becomes available.

Event description:
On (B)(6) 2017 a pvs size m was implanted and a valve pop-up was observed. The physician determined this pop-up could be due to a muscle shelf issue due to patient anatomy. The surgeon proceeded by implanting a solo valve.